Manufacturer narrative:
This report is being supplemented to provide additional information based on the independent microbial testing, the endoscopy support specialist visit and the legal manufacturer¿s final investigation. An endoscopy support specialist (ess) was dispatched to the customer site to observe the customer¿s reprocessing and handling of the scopes. Personnel in the sterile processing department (spd) were not observed deviating from the olympus manual reprocessing guidelines. The independent microbial testing found that the device and the auxiliary water chanel tested positive for staphylococcus hominis, the insertion section tested positive for brevundimonas albigilva and the instrument/suction channel tested positive for micrococcus luteus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely that a deviation from the instructions for use (IFU) contributed to the reported failure. ¿ flushing was not performed for auxiliary water channel at precleaning per the customer. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report has been submitted to provide device evaluation. The customer suspected device was returned for investigation. A visual inspection on the return device was performed as an olympus borescope was used to verify the condition of the biopsy and suction channel. First, the borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, investigators found surface scratches and tear marks on the wall of the biopsy channel. The borescope was inserted further and found scratches through the remainder of the biopsy channel. The borescope was removed from the biopsy channel and reinserted into the suction channel. Once inserted, investigators found kinks and scratches. In addition, the distal end was inspected under a microscope and multiple abnormalities were noticed. Olympus investigators observed multiple dents on the distal end cover and deterioration of the glue around the lenses. The glue around the bending section cover was also inspected and found to deteriorate as pinholes, cracking, and peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for pseudomonas aerguinosa. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
During the cleaning, disinfection and sterilization processes of the scope, manual cleaning was performed using by using syringe to aspirate water through the instrument/suction channel and intercept detergent solution to brushed and flushed the suction/biopsy valve appropriately. For automated endoscope reprocessor (aer) treatment, oer pro washer along with endoquick detergent and acecide hld disinfectant was used. The scope was stored in a storage cabinet. An olympus endoscopy support specialist (ess) visit was scheduled for a later date to observe the customer reprocessing technique. The suspected device was received at olympus and sent to nelson labs for additional culture testing and eto sterilization. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.